Event description:
Additional information was received from the manufacturer representative (rep). Rep reiterates the leads migrated. A revision was performed today. Pt had an x-ray done at one of their doctor's appointments. The issue was resolved. The account is not returning the leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted:(B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). It was reported that patient was in hcp¿s office for a follow up on (B)(6) and met with a rep. Patient reports that she was informed that her leads had migrated and would need to be replaced. She reports the hcp asked her if she had fallen and she said no. Throughout the conversation she reported that she had fallen almost two years ago and broke her femur. Rep asked her if she had a change in stimulation after that and she said she didn¿t use her stimulator after the fall to know if stimulation had changed. Device revision was planned but not scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 977a260,serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 21-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.